Manufacturer narrative:
Please note that the lead was implanted in 2007 but the exact date of implant was not known.

Event description:
It was reported that high defibrillation impedance was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and externalized conductors were observed on the rv lead. The patient was hospitalized and lead revision was anticipated. The patient was stable and will continue to be monitored. There were no adverse consequences.